Event description:
During product evaluation, it was found that there was another report already submitted for the same, device, same malfunction and same customer, this report was a duplicate. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
During product evaluation, it was found that there was another report already submitted for the same, device, same malfunction and same customer, this report was a duplicate. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during an unknown time, the unit did not mesh clean and needed to be sharpened. There was unknown patient impact or delay. Due diligence is complete as no additional information is available.